Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had an infection by using purewick female external catheter. Doctor advised the patient not to use the purewick while it cleared up the state on medication. No cause was specified. It was noted that the patient had been using purewick product for more than 90 days. It is unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had an infection by using purewick female external catheter. Doctor advised the patient not to use the purewick while it cleared up the state on medication. No cause was specified. It was noted that the patient had been using purewick product for more than 90 days. It is unknown what medical intervention was provided.